Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 225 mg/dl. The customer stated that she was treated with insulin drip. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin exited. Advised the customer to call back to perform the high pressure test when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.